Event description:
It was reported that the patient died of cardiac arrest after 20 attempts of external defibrillation failed at the hospital. The device was removed and the leads were cut three days after the patient expired. Interrogation of the device indicates that the device detected vf once and delivered one 35j shock. No vf detection was seen after the delivered therapy; only non-sustained ventricular tachycardia (nsvt) at the time when vf was supposed to have occurred. The physician noted that no atrial sense was seen during the detected vf episode indicating a possible ra lead dislodgement. It was also noted that all daily and weekly lead impedance values were normal prior to the event. There is no allegation that the death was device related.